Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A theatre sister reported that the fluid would not flow during a vitrectomy procedure. It seemed like the bss did not flow from the bottle to the red bss line, so they had to replace the surgical pak. There was a delay and the procedure was completed. The patient wasn't affected and no harm was reported. Several attempts were made to obtain further information on the event with no response to date.

Manufacturer narrative:
Evaluation summary: the device history record showed the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. It is important to note that the customer reported no fluid flow in the cassette. If there is not fluid flow, the cassette would be unable to prime and calibrate prior to patient contact, as such, the system and consumable will be rendered inoperable and eliminate any risk to the patient. Without a sample, it is not possible to isolate the root cause.